Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
During installation of the second rosa planning station at (B)(6), customers informed the field service engineer (fse) that the first rosa planning station is working well but retrieving of data works only one time. It means that after retrieving one patient imagery to create patient folder, iq view cannot retrieve a second patient imagery. The solution that the customer has for the moment is: - selecting all patient imagery needed during the first retrieving or restarting the computer for each new patient imagery to load. After investigation on the computer, log files are showing that iq view is not allowed to modify or add new data into the temporary folder.

Event description:
During installation of the second rosa planning station at chu grenoble, customers informed the field service engineer (fse) that the first rosa planning station is working well but retrieving of data works only one time. It means that after retrieving one patient imagery to create patient folder, iq view cannot retrieve a second patient imagery. The solution that the customer has for the moment is: - selecting all patient imagery needed during the first retrieving or restarting the computer for each new patient imagery to load. After investigation on the computer, log files are showing that iq view is not allowed to modify or add new data into the temporary folder.

Manufacturer narrative:
DHR review and review of complaint history were not performed based on the low severity of this complaint. First of all, analysis of available data permit to determine that the event date was (B)(6) 2019. Then, log files analysis shows that the "retrieve" function of iq-view works only one time therefore, for the same patient folder, if several series have to be retrieved from pacs, they have to be retrieved at the same time and when iq-view is opened for the first time. It is a known anomaly. Corrected data: - b3 date of event. - b4 date of this report. - g4 date received by manufacturer. - h2 if follow-up, what type. - h3 device evaluated by manufacturer. - h6 event problem and evaluation codes. - h10 additional narratives/data.